Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 1300 mg/dl. The customer was treated with intravenous drip with saline, insulin shots and potassium pills in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. Customer reported that infusion set had bent cannula. Customer reported they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.